Event description:
Hcp reported "pt was getting excellent pain relief and then it ceased". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.